Manufacturer narrative:
(B)(4). Results pending completion of device evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced inadequate pain relief. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation could not determine a root cause. However, it is likely that a combination of a slight shift in the valves' pole buttons during sterilization, that required a slightly larger than normal pull open current, and material found on the outlet screen obstructing flow.